Event description:
Following a spine surgery using the cell saver 5 device, while turning the patient on the operating table, it was seen that kidney had stopped functioning. Patient had cardiac arrest. Patient was revived and transferred in intensive care. It was reported by the site that unwashed blood was transfused.

Manufacturer narrative:
Data from the procedure was downloaded from the device and analyzed. Based on this analysis, it was concluded that there was gross misuse of the device. The cs5 device that was utilized as part of this surgical procedure has slightly different software than the us version of the device. The MDR is being submitted beyond the 30 day time frame due to the delay in getting information translated from the hospital physician.